Manufacturer narrative:
Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. The device history record for lot number br5803 was reviewed and shows all inspected part were received and accepted. No ncr identified on DHR. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that all parts of the caspar type compression/distraction device are very stiff, and that nothing moves. The complaint initiator stated that the event was discovered after surgery. No further information was reported.